Event description:
Patient developed a stage 3 pressure injury at the trach site. The flange on the device does not contain any gel like or other soft barrier to help prevent pressure injuries. Trach requires use of other materials such as gauze or gel pads to decrease/eliminate pressure.